Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: stealth station os support package, 1.0.3. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis the software investigation is under analysis at this time. Eval code method 10 is associated with this analysis eval code result 3233 is associated with this analysis eval code conclusion 4315 is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was unable to boot the system this morning and got the ubuntu grub menu and a blinking white cursor. The manufacturer representative got on site and from the grub menu they ran the memory test. When the memory test stopped progressing, they hit ctrl-alt-del to reboot the system, and it was then able to boot normally. They tested a reboot of the system and it booted up again with no issue. Troubleshooting involved the rep going into stealth admin and they discovered the systems time was incorrect. No patient was present at the time of the event.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Eval code method is associated with this analysis, eval code result is associated with this analysis, eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.